Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the fill tubing sequence multiple times. Customer's blood glucose level was 150 mg/dl. Supply changes were performed resolving the issue.